Manufacturer narrative:
(B)(4). D10: 11-107125 freedom all poly cup 56mm 66363443. G2: foreign: australia. Suggested component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent a hip procedure. Subsequently, the patient was revised one (1) day post implantation due to dislocation. Revision surgery to change version of cup component and increase offset in femoral head component used.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6 the root cause remains the same, x-ray provided and reviewed: radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with radiolucent acetabular component and superior and likely posterior dislocation of the femoral head. This complaint can be confirmed via the x-ray provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.